Event description:
Patient reported that their right implant "just doesn't feel right" when they rub their breast. Healthcare professional reported a right side rupture, and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on anterior. The device was underweight. A visual and microscopic analysis was performed which identified a sharp crease sharp on anterior, crease fold and wear abrasion. Based on the device analysis the final assessment is an opening crease sharp on anterior assessed as fold flaw opening.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/16/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported that her right implant "just doesn't feel right" when she rubs her breast. Healthcare professional reported a right side rupture, and bilateral exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted. This record pertains to the right side.